Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) automatic threshold detected as greater than programmed amplitude or suspended. The recent lv auto threshold measurement is showing 3.4 volts and the lv output is programmed to 3.0 volts. Loss of lv capture was observed on the presenting electrogram (egm). Technical services (ts) recommended in-clinic review to ensure an adequate output safety margin. The device remains in service. No adverse patient effects were reported.